Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device was interrogated and the remaining longevity estimate graphic indicator bar was gray. It was noted that the device had been kept in the trunk of a vehicle during the day (low temperature in the 30s), and inside at night. The device was left inside a house for three days and interrogated again, with the same result. The device was not used. There was no apparent patient involvement.